Manufacturer narrative:
D4-UDI: (B)(4). This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. One false positive result was observed during quality control release testing which is acceptable according to release specifications. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1105419 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot: 1105419 , test base part number 193-430/ lot: 1105419. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1105419 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Event description:
The customer reported eleven (11) false positive results and one (1) false negative result with the ID now covid-19 2.0 assay performed on three (3) different lots between (B)(6) 2023 and (B)(6) 2023 on twelve (12) patients. This MFR. Report addresses lot 1105419 (total quantity: (B)(4)) and patient three (3) of twelve (12). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a nasal sample. Confirmation testing via pcr (platform: panther) was performed on (B)(6) 2023 and generated a negative result on an unknown sample type eluted in vtm. Repeat testing was not performed. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4-UDI: (B)(4). This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The customer reported eleven (11) false positive results and one (1) false negative result with the ID now covid-19 2.0 assay performed on three (3) different lots between 01oct2023 and 22oct2023 on twelve (12) patients. This MFR. Report addresses lot 1105419 (total quantity: 6) and patient three (3) of twelve (12). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a nasal sample. Confirmation testing via pcr (platform: panther) was performed on (B)(6) 2023 and generated a negative result on an unknown sample type eluted in vtm. Repeat testing was not performed. Although requested, no additional patient information, including treatment and outcome, was provided.